Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 99% stenosis in the distal right coronary artery. The 2.0 x 12 mm nc tenku balloon catheter was advanced during pre-dilatation; however, the balloon ruptured during first inflation at 12 atmospheres. The procedure was continued using a new non-abbott balloon catheter. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.